Event description:
It was reported that the patient presented to surgery with lumbar spondylosis with adjacent level disease at l3-4. The patient underwent a procedure for exploration of fusion from l4-s1; l3-4 laminectomy; l3-4 transforaminal interbody fusion with orthofix peek cage; removal of old hardware from l4-s1; l3-s1 posterior fusion with synthes instrumentation; local bone, actifuse, and bmp. The patient fell two months after surgery and started having bilateral lower extremity pain. According to x-rays the peek cage has migrated back toward the canal. The patient underwent a procedure for revision of the tlif by replacing the interbody cage; exploration of fusion from l3-l4 with crosslink placement at l3-4, clamps; repositioning of the interbody peek cage; use of local bone, actifuse, and bmp. At 23 months post-op, lumbar CT was conducted due to chronic back pain. CT showed postoperative changes of laminectomy and fusion extending from l3-s1. Metallic markers at l3-l4 appear displaced posteriorly and toward the right and are associated with prominent right posteriorly projecting osteophytes causing narrowing and effacement of the right anterolateral aspect of the thecal sac and the right lateral recess. Additionally, moderate to severe right neural foraminal narrowing is present along with mild left neural foraminal narrowing, there is moderate disc bulge at l2-l3 likely causing moderate spinal canal narrowing and moderate bilateral neural foraminal narrowing that may be better evaluated with a CT myelogram if needed. There is mild disc bulge at l5-s1 without significant spinal canal narrowing; however, mild to moderate bilateral neural foraminal narrowing is noted. There is mild retrolisthesis of l4 on l5 along with a mild disc bulge and mild bilateral neural foraminal narrowing, but no significant spinal canal narrowing. There is also incompletely evaluated left nephrolithiasis.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.